Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer identified an incorrectly installed latch sensor, as well as a problem with the retractor band which was replaced. Additionally, a replacement legacy pmc was installed, but the issue remained unresolved. Further investigation revealed that the problem was due to a weak insep magnet, which was subsequently replaced to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was jammed and would not open. The customer reported that the malfunction caused a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.